Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was confirmed. Upon investigation the battery charger was unable to charge a battery pack and was resetting. The cause was contamination on the y1 crystal oscillator was open. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.